Event description:
A patient's mother contacted global technical services (gts) regarding assistance with a system error 2240 (air in line) alarm that appeared while using the homechoice (hc) unit during the initial drain cycle. Gts advised the use of new supplies. Product surveillance made contact with the patient's nurse and she stated she was aware of the system error. The nurse stated the patient's mother found a 'slit' in the transfer set tubing the same night (2009). The nurse stated the patient is being treated with antibiotics at home (starting that day). The nurse further stated the pt was taken to the hospital the next day to have labs performed. The nurse stated the patent was not diagnosed with peritonitis, but had the signs and symptoms of cloudy effluent and abdominal pain. The nurse stated the patient had been scheduled to come in two weeks later, to have the transfer set changed. The nurse stated the transfer set was discarded, and could not provide a lot number. The nurse added that the patient is doing better. The nurse's opinion is that the slit in the transfer set and resulting system error are related to the peritonitis. Further information obtained indicated that an effluent culture was performed, and the patient was treated with tobramycin, and cefazolin. The culture showed no growth. The abdominal pain, and cloudy effluent resoled by one week, but the patient continued to receive treatment. Dianeal therapy also continued.

Manufacturer narrative:
Per the patient's peritoneal dialysis nurse, the sample has been discarded.